Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Investigation ongoing.

Event description:
Hamilton medical ag received the following event description: the device alarmed with panel connection lost. No patient involved.

Manufacturer narrative:
Investigation outcome. The device alarmed with ¿panel connection lost¿ occurred. No patient involvement or clinical impact was reported. No log files were provided, therefore no technical event or alarm sequence analysis could be performed to further investigate the issue. A replacement vu esm (ventilation unit esm) board was shipped to address the reported problem. No additional informations were provided. A review of the complaint history shows no further complaints registered for this device in the system. This case is considered as closed.